Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system infection. No information regarding a system revision has been recevied at this time. No additional adverse patient effects were reported.